Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized a few years ago due to low blood glucose. The first incident the customer had blood glucose of 27mg/dl and they began to feel funny, then passed out and woke up to paramedics. Customer was treated with intravenous fluids and fast food which brought up his level to 300 mg/dl. A week after the first incident, the customer had his level tested and it was 10 mg/dl at home. Customer became unresponsive after an attempt to give them juice. Paramedics were called and they administered intravenous fluids. Customer also ate food and their level ended up at 400 mg/dl, for which they bolused to bring down. Two weeks after this incident, he was at home and felt good but he was found unresponsive on the bed with unknown blood glucose levels. Paramedics came out and treated him with intravenous fluids. Customer also stated that 5 years ago his blood glucose levels dropped and he attempted to treated with juice. He was unable to drink the juice and he was taken to a hospital. The customer was treated with intravenous fluids and released. The customer's level was 5 mg/dl when he went to the hospital. This incident was on a different pump. The customer was wearing the insulin pump during all the incidents. Troubleshooting was not completed. Customer stated that all the recent low blood glucose levels occurred after they experienced a motor error and kept using the pump. The insulin pump will be returned for analysis.